Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 28 mg/dl. The customer was picked up on sunday evening by police wandering and paramedic came and checked the patient. Customer stated that he see his doctor on monday and advised to contact medtronic care person. Customer was reached out to discuss concerns but had to leave message.